Event description:
The surgeon reported the pt had lasik in april. At the 3 months post op exam, she appeared to have some type of infection. She was referred to another doctor and was put on antibiotics and an antifungal, and three days later appeared much better. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.